Event description:
Complainant alleged that while attempting to defibrillate a pt in cardiac arrest, the device displayed an "error 44" message. Complainant indicated that they were able to obtain another device to continue treating the pt. Complainant indicated that the pt subsequently expired, however it was not related to the reported malfunction.